Event description:
Blood noted in tubing; iab inserted l fa on 2/5/97 via cutdown in or by surgeon. After 12hrs blood noted and iab was removed 4.5hrs later. No complications noted and pt expected to make normal recovery.